Manufacturer narrative:
Device evaluation the intraocular lens (iol) was returned to the manufacturer. The lens was inspected by a qualified final inspection operator using 12x magnification. No anomalies were found. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zlb00 intraocular lens (iol) was subluxated during the surgery. The posterior capsule tore and doctor did a pars plana vitrectomy, membrane peel, endolaser and there was air/fluid/gas exchange. The replacement lens was anterior chamber iol. No further information was provided.